Event description:
The pt received her scs system consisting of an ipg and percutaneous leads on 07/25/2006. On (B) (6) 2008, the physician changed the percutaneous leads to a paddle lead. It was reported on (B) (6) 2008 that when the amplitude was reduced to zero, the pt would experience overstimulation. The pt's ipg was explanted and replaced on (B) (6) 2008. The explanted ipg was returned to ans for analysis. Follow up on the pt found no further issues reported. No further info is available.

Manufacturer narrative:
Eval method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Ipg antenna silicone has puncture damage and the ipg fails the saline test, which is indicative that overstimulation is possible. Ipg passes other functional testing. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. This MDR is being submitted past the 30 day reporting requirement as part of a retrospective review initiated in response to an FDA inspection. A retrospective review of the complaint record determined that ans misinterpreted the MDR regulations in this instance. Ans has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.